Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product ID# 419478 the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant medical products: c2tr01 ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was hospitalized for ventricular tachycardia and had severe obstructive coronary lesions and stenosis of prior stents. The patient had bypass surgery, pulmonary vein isolation, left atrial appendage ligation, and placement of an epicardial lv lead. The intracardiac portions of the right ventricular and left ventricular leads were cut and allowed to retract into the svc. Ten days later, the patient had the cut leads removed and a new crt-d system implanted in a right pectoral location. The leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.